Manufacturer narrative:
Per information received on (B)(6) 2021 in the operative report : the patient did not experience bilateral capsular contractures. The patient underwent bilateral replacements as follow: l/ cat#: 3504254bc, sn#: (B)(6), r/ cat#: 3504754bc, sn#: (B)(6) this report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 26, 2021. Device evaluation completed on november 02, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two mentor memorygel breast implants (425cc on the left, 475cc on the right) and experienced bilateral grade IV capsular contracture postoperatively. In addition, a CT scan performed on (B)(6) 2021 confirmed that the right-sided device had ruptured. As a result, the patient is planning to have the devices explanted on (B)(6) 2021. This report is for the patient¿s left-sided device.